Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for a replacement pump to be sent and instructed the caller to return the problematic pump to tandem within 10 days using a provided return box and pre-paid label. Caller understood all instructions and acknowledged the need to program their settings and connect their cgm to the replacement pump. They will use a backup insulin pump in the interim.